Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the high impedances and inability to change programs as not determined. It was reported that the doctor plans to revise the leads once the patient decides to schedule the procedure to resolve the impedance and pain coverage issue. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that contact 9 had >26k (impedances). Patient was unable to change to program a or b from c. The cause was unknown. Rep did an impedance check and tried to recapture painful area around the damaged contact but was unable to. The issue was not resolved. Patient wants to discuss if he wants a revision and whether he wants to have it done soon or after the summer. Hcp had no additional information. No further complications were reported/anticipated.